Event description:
Following use of the product, when the pt was returned to angiography for follow-up, the ultrasound core was partially removed from the drug delivery catheter while the ultrasound core was still activated. Because the ultrasound core was no longer in alignment with the thermocouples in the drug delivery catheter, portions of the ultrasound core became hot. The system was taped to the pt's skin and where the catheter was in contact with the skin, the overheated segments burned the pt. The resulting burns were visible and required treatment with burn ointment. The device did not malfunction. The instructions for use clearly indicates the system should never be operated unless it is in a pt.